Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Additionally, it was reported that the pump shut off unexpectedly. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.